Event description:
It was reported by a neurologist that a vns pt's programming setting had unintentionally changed. Manufacturer obtained a copy of physician's flash card and confirmed that pt was partially programmed on (B)(6) 2011 and no final interrogation was performed prior to pt leaving the office. There were no reports of any pt adverse events as a result and the physician was advised to perform final interrogation. The pt's vns setting was corrected on (B)(6) 2011 as the physician plans to gradually increase her settings again.

Manufacturer narrative:
Analysis of programming history.